Manufacturer narrative:
(B)(4). Concomitant product(s): - unknown oxford femur; unknown oxford tibia. Report source - (B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee revision procedure approximately 13 years post implantation due to fracture of the tibial bearing, which was removed and replaced. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.